Manufacturer narrative:
(B)(4). Evaluation of the returned device found the monofilament, needle tip, cuffs and link were not returned. The plunger was returned and there was a dent/stress mark on the anterior needle barb which is consistent when the anterior cuff detached from the anterior needle tip during removal of plunger. The cuff detachment from the needle tip is likely the result of resistance or drag encountered during the procedure. The plunger was reinserted to test the needle trajectory and push mandrel travel and the results were acceptable. Based on the investigation findings, the root cause for the anterior cuff to needle tip detachment could not be determined. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, a cuff miss occurred. It is unknown how hemostasis was achieved. There was no reported adverse patient sequale. Though requested, no additional information was provided.